Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial lead failed to extend its helix and exhibited high pacing impedance and failure to capture. When the atrial lead was removed, the insulation had rolled up, the guidewire could not pass through, and further attempts to extend the helix cause the lead to rotate around itself. The procedure was completed using a different lead. There were no patient consequences.